Event description:
It was reported the patient was hospitalized with seizures and an increase in spasticity. The hcp at the hospital was unfamiliar with the drug pump (the physician managing the pump did not have privileges at this hospital). The manufacturer's representative was paged to the hospital to assist in checking the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. No outcome was reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.